Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant and microcatheter were returned. The introducer, pusher and dispenser hoop were not returned. Investigation of the returned implant found that it was completely stretched, and the implant was found to be broken with the most distal section not returned with the rest of the coil system. The implant was also found stuck inside the microcatheter and could not be removed. The microcatheter was found smashed 7" away from the distal tip and kinked 5" away from proximal hub. The cause of the stretching and fracture could not be definitively determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil stretched in the aneurysm. The pusher was removed and the implant coil detached partially in the aneurysm with a segment extending out of the aneurysm. A stent was implanted to press the coil to the vessel wall. There was no reported patient injury.